Event description:
Smoke was coming out of the ventilator. The source of the smoke was the heater wire attached to the ventilator circuit. The ventilator was removed from service. Our biomed biomedical engineering department worked with the manufacturer but we are still having problems.